Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported breakage on the involved ik: precision device. The md was attempting to get access with the precision needle and wire. The patient began to lift their head and bend at the knee. The physician tried to pull back on the wire and could not. The needle was removed and the wire was still in place. Under x-ray it was noted the wire was a bit "tangled". The suggestion was made to use the dilator instead of the needle to try to safely remove the wire. The wire broke and the dilator had to be removed. The wire was still hanging out from the tract. That wire that was hanging out was gently pulled on by the physician and it also broke leaving a small portion of the wire still in the tissue tract. A second precision sheath was used to gain access. The case was completed without any other issues. The vascular surgery was consulted regarding the wire that was left in the body. Estimated blood loss was reported to be less than 250 cc. The patient was reported to be stable. The procedure was successful with the use of a second precision sheath. Additional information was received on 4/27/18. It was reported that the physician seen the patient in the office and the patient is doing fine. Vascular surgery also saw the patient and decided to leave the little bit of the wire in the tract and stated the wire would encapsulate.